Event description:
Philips received a complaint on the dfm100 defibrillator/monitor indicating that there was a defibrillator/monitor/lead wire fault. The device was not in clinical use at the time the issue was discovered. Results of functional testing indicate there was an ECG lead and cable fault. The parts were replaced and the device remains at the customer site. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.